Manufacturer narrative:
Product event summary: the flexcath sheath, 4fc12 with lot number 37413 was returned and analyzed. Visual inspection of the sheath showed the shaft was distorted and twisted at the distal end (0.3 inches from the tip). In conclusion, the reported issue was confirmed through testing. The sheath failed the performance test due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was difficult to insert the balloon catheter into the sheath. The sheath was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event. The sheath was returned to the manufacturer, analyzed, and tested out of specification.